Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5-s1 spinal fu sion therapy for l5-s1 degenerative disease. It was reported that the tulip head of the screw was unable to accept a set screw. This issue occurred on three occasions, each resulting in set screw breakage. The broken screw was cleaned and collected. It was confirmed that no fragment of the implant or instrument remained in the patient. No patient complications have been reported as a result of this event. Additional information was received via manufacturer representative that the screw was not physically broken. The set screws were all fine, the thread was damaged due to the tulip head of the malfunctioning mas screw.

Manufacturer narrative:
G2: country of origin is united kingdom. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.